Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had several infections since having the implant, noting four infections while they were in (B)(6) during the winter. They were now in (B)(6) and they had another infection, and they required healthcare provider (hcp) listings. The caller stated the therapy was helping the patient's symptoms, but they continued to get infections and may need to have the implant removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.